Event description:
Pt was on bipap machine and machine "system" alarm went off. Machine was running, but the air flow had stopped. No air was coming out of the machine and the pt still had mask strapped on her face. Per our clinical engineering director, performed a function check on the device and was able to duplicate problem. The control valve had failed.these units went out of production in 2001 and have no support. Unit is being taken out of service and department is being notified of removal. Unrepairable.